Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not want to be on the same medication they were on before, that did not help. Patient mentioned fluid in their legs and taking prednisone. Patient had an autoimmune disease, and their jeans were tight on their legs/thighs. Patient stated pills were not working, and that since implant their device had not worked. Patient has had reprogramming sessions. Patient noted that they had fibroids and back pain. No further complications were reported.